Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm epic valve was implanted in the patient. On an unknown date in (B)(6) 2026, the worsening of mitral regurgitation (mr) was noted on the outpatient follow-up. On (B)(6) 2026, a redo mitral valve replacement (mvr) with tricuspid annuloplasty (tap) was performed. A 25mm non-abbott vale and 27mm non-abbott valve were implanted. The explanted valve showed pannus formation was observed on the sewing cuff. The patient was reported stable.